Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine loaded as day-urgentcare was a new unit and had randomly gone into critical override mode three times since came online. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that there were no issues with the device, and no further investigation was required as the issue was worked and resolved in another case. The system functioned as intended after a technical support specialist investigated the issue.